Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and observed black marks on the blower assembly during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b5 as receiving information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and observed black marks on the blower assembly during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a CPAP was returned to the manufacturer for service due to an allegation of the device overheating and producing an odor. There was no harm or injury reported. The CPAP was evaluated by the manufacturer's product investigation laboratory and the customer's complaint was not duplicated. The external/internal visual inspections of the devices found no evidence of thermal damage or failure. Pil did observe dark-colored contaminants (from unknown-external source) in the dreamstation blower assembly. The blower assembly was replaced to address the issue.